Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received clarified that the patient felt dizziness. The physician suspected the noise to be from an external source. The clinic plans to follow-up with the patient in three months. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements and noise oversensing. The noise oversensing on the atrial channel resulted inappropriate mode switching, causing the patient to feel unpleasant symptoms. At a follow-up appointment, the device was reprogrammed and the ra lead pace impedance measurement returned to normal in-range values. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information was received indicating that the right atrial (ra) lead was explanted due to the previously reported observations of high out-of-range pace impedance measurements and noise oversensing, and pacing inhibition. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that boston scientific technical services (ts) reviewed the stored episodes of noise and oversensing in the remote home monitoring system and concluded that the noise and oversensing was consistent with minute ventilation/rate response trend noise.